Manufacturer narrative:
The investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient presented with a fractured corail stem.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. A visual analyse of the device was performed. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 16 june 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, following the initial placement of the hip the patient had a post op infection that was treated with a washout procedure. He went on to develop a sudden pain in the left leg and the leg gave way. It was then that he was admitted to the hospital with a fractured hip stem. Upon revision there was a large osteophyte found. The intraoperative cultures did not grow anything. There is no new information that would change the existing MDR decision. The complaint was updated on: 07/08/2015.

Manufacturer narrative:
The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.